Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 568 mg/dl, ketone level unavailable, with confusion, hallucinations, and severe dehydration. The patient was hospitalized and treated with insulin injections and IV fluids. Blood cultures came back indicating an infection. The health care provider has lost faith in the pump and it will be replaced. This complaint is being reported because a patient on pump therapy experienced hyperglycemia and the pump cannot be ruled out as cause or contributor.

Manufacturer narrative:
.